Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The blood glucose level of the customer was 339 mg/dl. The customer stated that the insulin pump did not go to the rewind screen. The customer stated that they did not receive any alarms prior to trying to rewind the pump. The insulin pump will not return for analysis.

Manufacturer narrative:
Device passed displacement test and rewind test. No rewind anomaly noted. (B)(4).

Manufacturer narrative:
Device passed displacement test and rewind test. No rewind anomaly noted. (B)(4).